Event description:
It was reported that a patient underwent a laparoscopic colectomy procedure on (B) (6) 2010. The patient returned on (B) (6) 2010 with wound dehiscence. The patient required to be resutured. No further information is available.

Manufacturer narrative:
(B) (4). (B) (4). Wound dehiscence. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.